Event description:
On march 19, 2006 while transferring a resident using an uno 102 pt lift, the facility reported that with 3 of the 4 lift straps in place, the lift rose quickly without use if the hand control. The resident fell out of the sling suffering a laceration to the head. Three days later a liko rep. Was allowed to view and inspect the equipment. It was found that the safety latches on the slingbar were missing and the lift did not have appearance of being properly maintained. The hand control is being returned to liko inc for analysis, and a follow up report will be forwarded.